Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) alarm on the homechoice (hc) device during dwell 2 of 4, while the hp was connected. During dwell 2 of 4, the supply bag became loose and was reconnected by the care giver (cg) resulting in the alarm. The technical service representative (tsr) had the cg cycle the power on the hc device to clear the alarm. The cg stated that the hp was finishing therapy manually. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a system error 2240 where the care giver stated that the supply bag came loose during dwell 2 of 4. The cause for the disconnection was not able to be determined. However, a supply bag becoming disconnected is a known cause of air being introduced into the set-up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.